Manufacturer narrative:
Qn#: (B)(4). The user facility did not provide the condition of the patient due to data protection reasons. However, no patient injury or harm was reported.

Event description:
The customer reports that the needle has a hairline crack in the hub.

Manufacturer narrative:
Qn#(B)(4). The customer returned an introducer needle for evaluation. The needle contained obvious signs of use in the form of biological material. Visual and microscopic examination of the needle revealed a single crack in the introducer needle hub. The returned needle was attached to a lab inventory syringe and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by complaint investigation. The returned introducer needle hub contained a single crack. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports that the needle has a hairline crack in the hub.